Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown competitor liner -unknown lot and item#. Unknown competitor cup -unknown lot and item#. Unknown cls stem -unknown lot and item#. Upon reassessment of the reported event, it was determined that this device did not cause the reason for revision and is considered to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that a patient had a revision surgery due to unknown reasons approximately one year and six months after implantation. Surgeon required the revision of ceramic head and a liner exchange on a patient with a cls stem in situ. The cup and the liner were revised due to poly wear, these products correspond to competitor products. Due diligence has been completed for this complaint; to date all available additional information has been received.

Event description:
It was reported that a patient had a revision surgery due to unknown reasons approximately one year and six months after implantation. Surgeon required the revision of ceramic head and a liner exchange on a patient with a cls stem in situ. Due diligence has been completed for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: unknown liner - unknown lot and item #. Unknown cls stem - unknown lot and item #. G2: foreign: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.